Event description:
It was reported that the silicone tubing of a minicap transfer set separated from the patient connector (catheter adapter); described as ¿separates relatively easily from the connector head¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Integrity of seal surface testing was performed; the transfer set patient adapter was connected to a laboratory titanium adapter and leak tested and no issues were observed. The sample was returned with the patient adapter fully flushed into the bushing/tubing and met specifications; however, due to the returned condition of the sample, the report of component separation could not be confirmed or refuted. Should additional relevant information become available, a supplemental report will be submitted.